Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us.. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 13.2mm vticmo13.2, -11.00/1.5/088 (sphere/cylinder/axis), implantable collamer lens, into the patient's right eye on (B)(6) 2021. The lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was replaced intraoperatively on (B)(6) 2021 with a shorter length , similar (sphere/cylinder/axis) lens. The problem was resolved. Cause of the event is reported as unknown.